Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity -requested, not provided. Race - requested, not provided. Expiration date - june/2023. UDI - the corresponding lot is not subjected for UDI. Operator of device: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: unknown. Establishment address: unknown. Phone number - unknown. Health professional: unknown. Occupation - unknown. Device manufacture date - 07/03/18 ~ 07/06/18. (B)(4). The actual device was not returned for evaluation. However, the user facility provided pictures of the actual sample. The photos visually revealed that the injection site was damaged and that the needle seemed to be snapped at glue. Five retention samples were visually checked including cannula dimension check. As a result, no rust, scratch, bend or inaccurate cannula dimension to potentially attribute the reported damage, were found. Every criterion was checked through methods and complied "fracture tolerance" regulated by iso. Every category of checking point has meet the requirement. As a result of our verification, the concerned needle type was confirmed to fulfill above requirement. The manufacture inspection record check was traced back and reviewed. No irregular finding which could have attributed the needle being snapped off by scratch or bend was noted, during our process. Furthermore, random inspection of the product is periodically performed to closely check physical condition. No irregularity to attribute the reported event, including needle damage, scratch or bend were noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor." And "do not use if needle is bent or damaged." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the patient was receiving a growth hormone injection; after the injection was finished, it was found that the needle was broken in the body. The patient was then sent to the hospital to have an operation to take out the needle. Additional information received on december 10, 2018: the broken needle was taken out and the operation is successful.